Manufacturer narrative:
The customer observed an elevated advia centaur xp tni-ultra neat result on this patient samples. No additional samples or quality control were impacted. The sample was not available to be sent into siemens for additional testing. Based on the information available, the sample results are consistent with a non-specific interfering substance in the sample. Results are negative on an alternate method and on centaur the sample does not dilute in a linear fashion. Immunoassays are subject to a number of interferences including those caused by endogenous antibodies. Interference can occur because of heterophile antibodies, anti-animal antibodies and auto antibodies. Patients exposed to animals or animal serum products can be prone to this interference and anomalous values may be observed. The interfering antibodies can give rise to a falsely high or less commonly a falsely low result. The erroneous result is recognized as being inconsistent with the patient's clinical picture. The instructions for use (IFU) under the limitation section states the following: "heterophilic antibodies in human serum can react with reagent immunoglobulins, interfering with in vitro immunoassays. Patients routinely exposed to animals or to animal serum products can be prone to this interference and anomalous values may be observed. Additional information may be required for diagnosis." "Samples from patients receiving preparations of mouse monoclonal antibodies for therapy or diagnosis may contain human anti-mouse antibodies (hama). Such samples may show either falsely elevated or falsely depressed values when tested with this method." The summary and explanation of the test section of the instructions for use states the following: "always analyze ctni results in the context of time elapsed since patient presentation to the hospital. Serial sampling is recommended to detect the temporal rise and fall of troponin levels characteristic of mi. In accord with published recommendations, serial testing of ctni at intervals of 2 to 4 hours for up to 12 to 24 hours is suggested to corroborate a single ctni result. An elevated troponin alone is not sufficient to make the diagnosis of mi. Other markers, such as ck-mb and myoglobin, can be used in conjunction with ctni results in aiding the diagnosis of mi." The interpretation or results section of the instruction for use states the following: "results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings." The instrument is performing within specification. No further evaluation of the device is required. MDR 1219913-2018-00108 was filed for a repeat subsequent sample result on the same patient.

Event description:
A falsely elevated advia centaur xp cardiac troponin I (tni-ultra) result (neat) was observed by the customer on a patient sample. The sample was diluted (1:2) with an error result indicated. Per the laboratory's protocol, a subsequent sample was repeated neat and with dilution, and the results were similar. A verbal interim result was provided to the physician. The sample was sent to a reference hospital for confirmation and the troponin results were negative when run neat and with dilution. There are no reports that treatment was altered or prescribed or adverse health consequences due to the elevated advia centaur xp tni-ultra result. MDR 1219913-2018-00108 was filed for a repeat subsequent sample result on the same patient.